Event description:
It was reported that during a shoulder surgery, the pump started pumping to fast. The surgical site became very swollen. The procedure was aborted. Patient stayed overnight for observation.